Manufacturer narrative:
The customer's meter was returned and investigated. The meter did not power on with strip insertion or with button depression. Blank screen was observed. The meter was disassembled and the cause of the meter power issue was due to a hardware component failure. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeing treatment at a health care facility. This is a final report. Additional information: it is unknown which health care professional initiated the glucose IV. In addition, the customer reported treatment of glucose IV which is inconsistent for their diagnosis of hyperglycemia.

Event description:
Customer reported noticing a blank screen on the display of her adc blood glucose meter. Customer further reported subsequently having a stroke in her sleep. Paramedics were called and the customer was given glucose intravenously. Customer was transported to the emergency room and was admitted to the hospital. Customer was diagnosed with hyperglycemia and stroke. Customer stated that "she does not think her adc meter had anything to do with her stroke". Customer was treated with unspecified medications. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.